Event description:
A call to patient services was made on (B)(6) 2013 stating that this lead has been increased in voltage by the representative when the patient was in the hospital due to erratic pulse. As discussed with patient services, this increase in lead voltage could have led to greater draw of energy from the device. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).